Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect after falling against a bedroom bureau around "christmas time". Since then, the pt had a return of urinary retention and needed to catheterize, although they had never needed to prior to the implant. The pt fails occasionally as they suffer from parkinsons disease. Additional info has been requested.